Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2022, a x25 final tightener was spinning in set screw head and was unable to reach torque limit. An alternative instrument was used and procedure completed successfully. There was a two (2) minutes surgical delay. There was no patient impact. This report is for one (1) x25 final tightener. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: a review of the receiving inspection (ri) for x25 final tightener was conducted identifying that lot number g0210 was released in one batch. Batch1: lot qty of 133 units were released on 22 april 2010 with no discrepancies. Batch1: lot qty of 100 units were released on 24 may 2010 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.